Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed and based on the information provided on 16-jan-2025, no purchase order (po) was received from the site hence logs were not available. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information about a navigation system issue identified outside of a procedure. It was reported that the site saw error code 64 while setting up the system for surgery. The system rebooted, and they were able to continue setting up. There was no patient involvement reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.1.0, ubd:unknown, UDI#: unknown h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A1102 is for error code 64. A110208 is for the system rebooted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.